Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an endoscopic retrograde biliary drainage (erbd) procedure in the severely curved bile duct of a male patient (patient age and weight are unknown). During the procedure, the physician met resistance as the guide catheter was retracted. The guide catheter became stretched and tore. The broken pieces of the guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.